Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 8.0 and 5.3 inr. The corresponding lab result reported was 4.4 and 3.7 inr.